Event description:
According to the distributor's report, a child presented with an eyebrow laceration. During application of the device, some of the adhesive dripped into the eye and hair. The patient was sent home with instructions to apply petroleum jelly. The patient father contacted the distributor for more information on how to remove the device. The on call nurse suggested ophthalmic ointment. Father stated that the wound looks ok. No further information is reported.